Event description:
The customer reported the device displayed the message / instruction system failure cycle power. After the display of system failure cycle power, the device halts operation. There was no report of pt involvement or adverse pt impact.

Manufacturer narrative:
(B)(4). The customer reported the device displayed the message / instruction system failure cycle power. After the display of system failure cycle power, the device halts operation. There was no report of pt involvement or adverse pt impact. The device was evaluated at philips and the reported symptom could not be recreated. Multiple entries of error code 10003 were found in the device system log. Philips replaced the control pca to resolve this issue.